Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline disconnect was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 3 days (13jul2023 - 16jul2023 per timestamp). The log file began with the driveline disconnected alarm on 13jul2023 at 20:37:57 which was reconnected to the controller at 20:42:11. An additional seven driveline disconnect alarm events were recorded in the log file throughout the log file, briefly stopping the pump. The pump resumed operating at its set speed ~3 seconds after the driveline was reconnected each time. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking for the cause of the loss of external power, if the cause of the alarm was identified and if any product would be returned for evaluation. To date, no response has been received. Additional information provided on 23oct2023 stated that the cause of the driveline disconnect was unknown and that the controller was exchange and the patient was retrained. A root cause for the driveline disconnect alarm events was unable to be conclusively determined through this investigation; however, the root cause for the no external power alarms appears to be due to a dual disconnection of the power cables. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power and driveline disconnect alarms. Heartmate 3 patient handbook (rev. G) section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the alarms resolved with the system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived at the hospital complaining of chest pain and shortness of breath. The history log showed a driveline disconnect and reconnect. The locking of the driveline to the controller appeared to be open. The patient did not recall disconnecting the driveline but did recall the power cord disconnecting from the power wall socket. The log files showed multiple instances where it appeared both power leads on the controller were disconnected at the same time. Related regulatory reference report MFR # 2916596-2023-05436.